Event description:
It was reported that the patient presented to the emergency department with syncope. The right ventricular (rv) lead exhibited the high threshold and high impedance. The lead could not pace and had potentially fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.